Manufacturer narrative:
Investigation is incomplete. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: per distributor complaint alleges: one of the (B)(4) had a sharp burr at the tip, customer said he did not notice until after he began the insertion. Customer said it caused enough bleeding to frighten him - he called his doctor. Customer said the blood clots are not as heavy as before and it is clearing up. Additional information requested.